Event description:
The reporter stated, the surgeon implanted a micl 12.1mm implantable collamer lens on (B) (6)2009. The pt developed a cataract and experienced loss of vision, bcva 20/50 and glare. The lens was removed on (B) (6)2010 and a cataract procedure was performed. Lens was removed with no pt injury. A competitor's iol was implanted. Follow-up visit on (B) (6)2010, bcva 20/13.

Manufacturer narrative:
(B) (4) - glare: eval results: a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).